Manufacturer narrative:
(B) (4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B) (6) 2009. The device was placed on the patient after the surgery. The reservoir functioned properly upon the first activation. It was very hard to lock the reservoir after emptying the reservoir on (B) (6) 2009. There was no adverse consequence to the patient.